Event description:
Reportedly, on (B)(6) 2020, the subject pacemaker was implanted along with a ventricular lead. No anomalies were observed during the implantation procedure. On (B)(6) 2020, during a follow-up, the physician observed that the ventricular lead impedance was saturated at 3000 and that ventricular capture failure occurred at maximum pacing output. On (B)(6) 2020, during the implant revision procedure, the ventricular leads and the lead connections were checked and no anomalies were observed. The ventricular lead was replaced and a new ventricular lead was connected to the subject pacemaker which remained implanted. Preliminary analysis results confirmed the observed issues (high ventricular lead impedance and ventricular capture failure). The observed issues could be due to a lead/pacemaker connection issue at ventricular level or to a ventricular lead issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the subject pacemaker was implanted along with a ventricular lead. No anomalies were observed during the implantation procedure. On (B)(6) 2020, during a follow-up, the physician observed that the ventricular lead impedance was saturated at 3000¿ and that ventricular capture failure occurred at maximum pacing output. On (B)(6) 2020, during the implant revision procedure, the ventricular leads and the lead connections were checked and no anomalies were observed. The ventricular lead was replaced and a new ventricular lead was connected to the subject pacemaker which remained implanted. Preliminary analysis results confirmed the observed issues (high ventricular lead impedance and ventricular capture failure). The observed issues could be due to a lead/pacemaker connection issue at ventricular level or to a ventricular lead issue.